Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, the white advancement tube of a 6/7f mynxgrip vascular closure device (vcd) did not emerge during sheath withdrawal, resulting in closure failure. Manual compression was done to achieve hemostasis. There was no reported patient injury. The device was used for a lower limb arterial stenosis surgery with an unknown sheath. The user was trained to the device. The device will be returned for evaluation.